Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2007 the patient underwent an intervention of full right hip arthroplasty at the hospital (B)(6) in (B)(6), due to osteoarthritis. In 2014 and 2015, as a result of analysis, the chromium cobalt level rose constantly both in plasma and urinary values. On (B)(6) 2014, by written declaration, the same hospital certifies that the implanted prosthesis in 2007 was abg stem and acetabular cup mitch. On (B)(6) 2015 the patient underwent a revision with zimmer devices at (B)(6) hospital in (B)(6). Update nov 24, 2017: medical records (english) received. After review of translated medical records for the MDR reportability, operative notes reported of large siero-ematic fluid, diffused and large periprosthetic metallosis around the femoral shaft. Periprosthetic cement is noted and already mobilized. Metal ions were above 7ppb. Added unknown mitch cup and abg stem. This complaint was updated on nov 24, 2017.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.